Manufacturer narrative:
Continuation of d10: product ID: 37761, lot# serial#:(B)(6), product type: recharger, section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: c0636169, h3: the 37761 desktop charger, serial #:(B)(6), was returned for product analysis. Analysis revealed a bent connector pin. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a damaged desktop charger (dtc) cord, bent connector pin. The caller said because of the damaged dtc cord, the recharger itself wasn't charging like normal, the caller had to hold the connector pin in real hard to get the recharger to charge. During the call, the caller inspected the inside of the recharger port and saw no damage. The patient rep called back to report that the patient received a dtc replacement, but it did not resolve the issue. The caller repeated information regarding the recharger not charging properly, and how they had to wiggle the dtc cord in order for the recharger to intermittently take a charge. The caller stated that the issue continued after using the dtc replacement. The caller mentioned that they left the dtc connected to the recharger overnight, but it didn't hardly charge at all. The caller added that the recharger would only last a few seconds when the patient tried to charge their ins because it seemingly did not take a charge from the dtc.